Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The atrial lead exhibited loss of capture, noise and exit block. The patient experienced muscle stimulation.

Event description:
Exit block of the right ventricular lead was reported. Due to suspected lead dislodgement the lead was repositioned on (B)(6) 2010. Exit block recurred on (B)(6) 2010. The lead was explanted and replaced.